Event description:
The patient was in the or for a laparoscopic appendectomy. The appendix was dissected. There were appendicle adhesions and the appendicle base was easily isolated. It was stapled off with an endo gia vascular stapler and then the meso-appendix was also isolated. It was also stapled with the endo gia vascular stapler. However, there was a misfiring of the stapling device and the refill (reload) dislodged itself from the stapler during the firing process and had to be retrieved gradually from the trocar.